Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd micro-fine¿ insulin syringe w/ needle arrived without a cap and the needle was sticking through the package. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned ten 1cc, 8mm, 30g syringes in a sealed poly bag from lot # 7058713 and photos of a different poly bag of syringes from lot # 7058713. Customer states that the needle is sticking through the pack. The returned syringes were examined and no defects were observed on any of the samples. However, the attached photos were examined and exhibited one syringe with the shield off in the bag and the cannula exposed. A review of the device history record was completed for batch# 7058713. All inspections were performed per the applicable operations qc specifications. There was one notification noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (shield loose in bag and exposed cannula). Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.